Manufacturer narrative:
Field service specialist visited account and checked equipment. He replaced the galvo block assembly and the galvo interface board. Verified side cut and horizontal overlap, problem was corrected. System meets amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient experienced loss of best corrected visual acuity equal to 1 line; therefore, in the initial report for vision impaired was selected. Placeholder.

Event description:
Surgeon reported that first patient of the day had a decentered flap. He stated the sidecut was about 3mm inferior to where it should have been which left him with a decentered flap. He did not attempt to lift the flap. He cancelled this patient excimer treatment as not yet being treated. They do not have the patient rescheduled at this time. Manifest rx: pre: od (right) -8.50-2.00x030, os (left) -7.50 -1.75 x 152. Post: right eye not done, left +0.25 -1.00 x 015. Best corrected visual acuity (bcva): pre: cc, right 20/20, left 20/25. Post: sc, right 20/25, left 20/30.

Manufacturer narrative:
Correction: in supplemental report #1 it was marked as serious injury and should have been product problem. Placeholder.